Event description:
High impedance of the posterior lead was experienced during an initial implant procedure of the maestro rechargeable system in this patient. After confirming this was not caused by the connection of the lead to the neuroregulator, the posterior lead was replaced during the same procedure. The replacement posterior lead also resulted in high impedance so was also replaced and the procedure completed. Both posterior leads that resulted in high impedance measurements were returned for analysis. This MDR covers investigation of the first posterior lead that was replaced (serial number (B)(4)). Refer to mdr3005025697-2017-00021 for report of the second posterior lead that was replaced during the procedure (serial number (B)(4)).